Event description:
The customer states the lancet stays extended beyond the lancet device opening. No injury reported and the customer did not require any treatment. Return requested and replacement was sent.